Manufacturer narrative:
Gbo complaint no: (B)(4). Received 14 pcs of standard tube holder returned from the customer. No pictures were provided. A review of quality, maintenance and production records revealed no deviation in relation to the reported error. Visual inspection and functional test of the returned samples were performed and no deviation observed. This complaint can not be confirmed.

Event description:
Customer states product holder cracked, causing pinching on phlebotomists fingers. Customer also states needles not threading on holder. Number of occurrences are greater than 2. Occurring multiple phlebotomists, at least 5.